Manufacturer narrative:
The device was received deployed with data showing a rotational sensor malfunction that led to the generation of a hazard alarm. No damages or defects that would contribute to the observed rotational sensor malfunction or hazard alarm were observed. The exact cause of the rotational sensor malfunction and subsequent alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) levels rose to 19.6 mmol/l (352.8 mg/dl). The pod alarmed while worn on the patient's arm for between 5 and 24 hours. A new pod was applied and the bg levels decreased to 15.1 mmol/l (271.8 mg/dl).